Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that insufficient roll-off occurred. A 2.0cm x 15cm leveen? Superslim? Needle electrode was selected for use in a radiofrequency ablation procedure to treat a lung tumor. During the procedure, the impedance of this needle consistently failed to rise. Eventually, a replacement needle was used to complete the procedure. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure.